Manufacturer narrative:
(B)(4). Device currently unavailable

Event description:
Per the surgeon, the patient experienced a loss off osseointegration (date not reported) resulting in fixture loss due to head trauma. The device has not been made available for analysis as of the date of this report, (B)(4) 2014.

Manufacturer narrative:
Correction: the catalog number is 92346, not 92127 as previously reported. This report is filed april 24, 2014.